Manufacturer narrative:
(B)(4). Device received with detached end cap. Unable to perform the displacement test due to detached end cap. Insulin pump received with missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.